Event description:
It was reported that using a radial artery access approach during a repeat angiogram it was noted that the previously implanted multi-link 8 bare metal stent had 85% restenosed and was causing an issue for the patient; the patient had symptoms of chest pain. It was further noted that the multi-link 8 stent was implanted in the mildly tortuous, mid left anterior descending (lad) artery and had a diagonal side branch coming from the mid-stent. A revascularization procedure was performed with a 3.0 x 28 mm non-abbott stent. The diagonal was treated with a 2.5 x 16 mm non-abbott stent. After stent implantation, intravascular ultrasound (ivus) was used to confirm proper stent placement and the physician was happy with the result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and restenosis are listed in the multi-link 8 coronary stent system instructions for use (IFU), as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.